Manufacturer narrative:
Additional information: a medtronic representative reported that a second vertek arm was used to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. The suspect vertek arm was returned to the manufacturer for evaluation. Testing found that the arm failed load testing on downward and sideward force respectively. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a procedure, the vertek (articulating) arm for the navigation system was loose. There was no known impact on patient outcome. No additional information was provided.